Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (sn (B)(4)) that was used with the complaint device was returned for evaluation on (B)(4) 2014.  The device was visually inspected and no damage was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible. Therefore the complaint of out of range could not be confirmed. The root cause was determined to be a defective transmitter. CAPA has been initiated for this issue.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.